Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the outflow bend relief was suspicious of not being secured in place. It is uncertain if it was never secured or became disconnected post-implant.